Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the insulin gauge was inaccurate and static. Reportedly, customer was not following the proper loading process. The customer's blood glucose level was 165-169 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.